Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018 the patient presented with multiple driveline faults on three different days. Reportedly, no alarms were heard. Technical services reviewed the submitted log file and confirmed the occurrence of 10 driveline fault alarms across (B)(6) and (B)(6) 2017. Per technical services this was an authentic driveline fault cause by a percutaneous lead issue. Submitted x-rays were reviewed and found to be unremarkable.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of driveline fault alarms, a specific cause for the alarms could not be conclusively determined through this evaluation. The events appear consistent with a potential driveline issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was never admitted for this issue. The patient was being monitored every two months by sending log files for review. This would continue to be the patient¿s plan of care unless further alarms occur.